Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
Letter received where the pt stated that his right hip is squeaking.